Event description:
The following report was received from the affiliate: two and half years post cypher stent implantation the patient was admitted to the hospital with an acute myocardial infarction. Angiographic results indicated a sub acute thrombosis in the implanted cypher stent (2.5 x 18mm) in the distal left anterior descending. The event was treated with high pressure inflations and implantation of a bare metal stent.

Manufacturer narrative:
Please note: device (crs18250 lot# unk) is distributed outside the united states. However, it is similar to the united states product cxs18250. Any additional information will be submitted within 30 days of receipt.